Event description:
According to the reporter: when the surgeon fired the clip, the clip did not form properly and the jaws would not open. The surgeon tried to pull the clip out which caused tearing on the vessel. There was no excessive bleeding. The surgeon opened a new package instead. Surgery time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).